Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 123 mg/dl. Customer stated that the drive support cap is indented, but one side is more indented than the other. Advised customer that the insulin pump will be returned. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor. The insulin pump received with scratched lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.